Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated the patient's qualifying condition as myocardial infarction (mi) and unstable angina. Subsequently, patient was referred for cardiac catheterization and the index procedure was performed on the same day. Target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 0% residual stenosis. The following day, patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient developed gastroenteritis and was hospitalized on the same day. The patient was treated with medication in response to the event.